Event description:
Boston scientific received information that during a follow up interrogation of the device a loss of capture was displayed on the left ventricular lead. Electronic repositioning took place but the issue was not resolved. The pacing impedances had decreased and a lead dislodgment was alleged. This left ventricular lead will be repositioned. Additional information received noted that this lead was explanted and replaced. The lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.